Event description:
The customer reported that she wore the pod for more than 48 hours and removed the pod on (B)(6) 2014. She said that she got a boil at the infusion site that was smaller than a dime. The following day, the site was tender. On (B)(6) 2014, the site was red, hard, and as big as a quarter. She squeezed the sit and yellow pus came out. She saw her doctor on (B)(6) 2014 and was treated with biaxan. The pod was not retained.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.